Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this specialty foley product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the specialty foley product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was leaking at the meatus site. The catheter was removed, saline was inserted into the balloon and it leaked under the balloon. Per additional information received, the catheter started leaking urine on the same day it was placed. The catheter was reportedly replaced and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was leaking at the meatus site. The catheter was removed, saline was inserted into the balloon and it leaked under the balloon. Per additional information received, the catheter started leaking urine on the same day it was placed. The catheter was reportedly replaced and there was no impact to the patient.